Manufacturer narrative:
As of this filing, the damaged 6.2 inch tri-lobe driver for 5.0mm interference screws has not been returned/received from the user facility in (B)(6) for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The customer reported that during use of the 6.2 inch tri-lobe driver for 5.0mm interference screws in an acl repair procedure, the tip of the screw driver broke off while inserting a screw. As reported, the broken driver tip was removed with no problems noted. A back-up screw driver was then used and the acl arthroscopic repair procedure was successfully completed with no further complications or serious injury to the patient.